Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited low pacing impedance, unspecified sensing issues, and unspecified capture issues. It was also noted that the lead's helix had unspecified helix rotation issues. The lead was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were low pacing impedance, sensing issue, capture issue and helix mechanism issue. Final analysis found that as received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. Unable to perform impedance test due to the helix retracted with soft tip as received and the over torqued inner coil in the connector region restricting the helix from extending. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue and the cause of the reported events of low pacing impedance, sensing issue and capture issue was due to the over torqued inner coil in the connector region causing internal conductor shorting. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures.